Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2016) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no, UDI no, lot no, expiry date), g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol pre-shaped mesh with keyhole (device 3). Additional supplemental emdrs were submitted to represent the pre-shaped mesh with keyhole (device 1) and pre-shaped mesh with keyhole (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) (x2) on (B)(6) 2016, bard mesh (bard flat mesh) (x1) on (B)(6) 2017 and bard/davol 3dmax (x2) on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against three bard meshes (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2016 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of pre-shaped mesh with keyhole (device 1 ¿ left and device 2 ¿ right). Per operative notes, ¿an incision was made to the left inguinal region. Left inguinal hernia sac was dissected out. A pre-shaped mesh with keyhole (device 1) was placed into the left inguinal region and closed with sutures. Another incision was made superior to the right inguinal region. The right inguinal hernia sac was dissected out. A pre-shaped mesh with keyhole (device 2) was placed into the right inguinal region and secure it with sutures.¿ on (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with explant of pre-shaped mesh with keyhole (device 2) and implant of pre-shaped mesh with keyhole (device 3). Per operative notes, ¿an incision was made into the lower abdomen and right groin. The right inguinal hernia sac was dissected out. Previously placed had pulled loose from the conjoined tendon superiorly. Pre-shaped mesh with keyhole (device 2) was dissected out. A pre-shaped mesh with keyhole (device 3) was placed into the right inguinal floor and closed with sutures.¿ on (B)(6) 2018 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of two 3dmax mesh (device 4 ¿ left and device 5 - right). Per operative notes, ¿an incision was made into the right and left inguinal region. Right and left inguinal hernia sac was dissected out. Two 3dmax mesh (device 4 and device 5) was placed into the left and right inguinal floor and secure it with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #3). Additional emdrs were submitted to represent the two bard flat meshes (device #1 & device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) (x2) on (B)(6) 2016, bard mesh (bard flat mesh) (x1) on (B)(6) 2017 and bard/davol 3dmax (x2) on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against three bard meshes (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.